Manufacturer narrative:
The reported event of difficulty to remove the right ventricular (rv) lead from the header was not confirmed. Analysis testing revealed that is-1 test leads could be fully inserted into the rv-connector with normal insertion force and could also be removed with normal force. All connector dimensions were within specification. No device anomalies were revealed. Additionally, the device was found to be electrically normal. The battery voltage is above elective replacement indicator (eri), near beginning of life (bol).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-14964 and 2017865-2020-14966. During a clinic follow-up, a hematoma was noted around the device pocket. A pocket revision procedure was scheduled to resolve the hematoma. During the revision procedure, blood was noted under the insulation of the right ventricular (rv) lead due to insulation damage. The physician decided to replace the rv lead, however, the rv lead was not able to be disconnected from the device header. The rv lead and the device were explanted. During the explant of the rv lead and device, the right atrial (ra) lead became dislodged. The ra lead was also explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.